Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the broken clamping nut found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the jaws of the vessel sealer instrument could not be opened when docked on the system. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
Review performed on 08-jun-2021 confirmed the unique device identifier (UDI) entry (B)(4) was available.